Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device was prophylactically replaced as advised in the field safety notice on platinium devices issued in (B)(6) 2018. The patient could not be followed by a remote monitoring system. Preliminary analysis results did not reveal any device malfunction.

Manufacturer narrative:
This crt-d was part of the subset of platinium icds and crt-ds impacted by the field safety notice issued in july 2018 related to loss of pacing and sensing following hardware failure, leading to absence of automatic detection of an arrhythmia requiring defibrillation shock therapy. Reportedly, the subject device was prophylactically explanted on (B)(6) 2018 because the patient could not be followed by remote monitoring. Patient files analysis did not show any anomaly. Electrical characteristics of the returned device were within specifications, including pacing/sensing operation. Additionally, no overconsumption was observed.

Event description:
Reportedly, the device was prophylactically replaced as advised in the field safety notice on platinium devices issued in (B)(6) 2018. The patient could not be followed by a remote monitoring system. Preliminary analysis results did not reveal any device malfunction.